Event description:
Patient did not receive full dose of adriamycin as prescribed. Suspect tubing got "kinked" which prevented flow of solution. There is no mechanism (no alarm) in the pump to alert the patient if the solution is not infusing from the bag to the patient. Problem was discovered when the bag was disconnected where 60% of the solution was still left in the bag and the pump stated the bag was empty & the infusion stopped.